Event description:
It was reported that the patient came into the clinic with a granuloma at the catheter site. The patient was hospitalized and an operation was performed to relocate the catheter. It was stated that the pump was delivering hydromorphone and prialt intrathecally. It was stated that the physician confirmed that the granuloma was caused by the hydromorphone. It was reported that the patient would be switched to monotherapy with prialt. Thirteen days later, it was reported that the pump was initially filled with hydromorphone only, but prialt was added on (B)(6) 2012. It was stated that the granuloma was visible and the catheter had been occluded. At the end of (B)(6) 2013, the patient underwent a laminectomy to remove the catheter tip granuloma. The spinal segment of the catheter was pulled back and shortened. It was also noted that he patient presented with increased spasticity, so lioresal was added to the pump in (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).